Event description:
It was reported that prior to a procedure, the console prompted an error message 1319-water cooling out of order: please restart device or call service. The procedure was rescheduled, and it is unknown if the patient had been sedated. The patient was treated during the rescheduled procedure. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Event description:
It was reported that prior to a procedure, the console prompted an error message 1319-water cooling out of order: please restart device or call service. The procedure was rescheduled, and it is unknown if the patient had been sedated. The patient was treated during the rescheduled procedure. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
The device was not available for analysis; however, the issue was resolved via phone troubleshooting with the technical assistance center (tac). The customer had contacted the tac for troubleshooting and was advised to restart the laser console to clear the error message. Upon restarting the console, the error message was cleared, and the device was ready for use. There is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU). Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.